Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within the specified range. No unexpected battery out limit alarm was noted. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It is reported that a customer received a battery out alarm after changing out the batteries their insulin pump. The patient's blood glucose level was at 325 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.